Event description:
A us distributor reported that a patient's battery charger was unable to charger a battery.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick.   The root cause for the defective power supply brick could not be positively identified.  There was no death or adverse event associated with the charger malfunction.